Manufacturer narrative:
Inspection of the cannula assembly found no problems with fluid passing freely through the complete fluid path, though the exposed portion of the soft cannula was kinked. It could not be determined when or how this damage occurred. The download data does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No other damages or manufacturing deficiencies were found that would result in the device failing to deliver insulin.

Event description:
It was reported that the patient's blood glucose (bg) values reached 455 mg/dl. For treatment, the patient changed out the pod and gave a correction bolus. The patient was wearing the pod between 36 and 48 hours on the back.